Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510k number for the fluency plus vascular stent graft products is identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned for evaluation. One photo was provided for evaluation. Provided phot shows the stent graft partially deployed which leads to confirmed results. There were no indications of manufacturing deficiencies. Based on the provided photo, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. Further information regarding the procedure was not provided. Based on the provided photo, the investigation is closed with confirmed results for partial deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit". Regarding preparation of the device the IFU states: "prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a "0.035 inch (0.89 mm) diameter super stiff guidewire" are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035" guidewire. It is stated in the IFU that "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a stent placement procedure using fluency stent graft. During the procedure, it was reported that the stent allegedly did not open despite of correct procedure. The procedure was completed using another device. There was no reported patient injury.